Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported the customer was hospitalized for diabetes ketoacidosis. The customer's mother stated that, the insulin pump gets frozen screens and no delivery alarms. Troubleshooting was performed. No further info was provided.